Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Correction: the correct catalog number is 92127; not 90432 as previously reported. Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2012. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (date not reported). This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)